Event description:
New information received on (B)(6) 2022 indicating that the patient presented for procedure. The device was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
The reported event of possible premature battery depletion was confirmed. As received, the device had normal telemetry communication and output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found at normal levels, with signs of rapid depletion. Hybrid circuitry was tested, indicating normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Further information was requested, but not yet available.